Event description:
It was reported that the ilet did not charge for several days despite troubleshooting steps, with a solid green light displayed on the charger and a separate charging pad also not charging other devices, and the user transitioned to multiple daily injections; the issue was characterized as a charging problem involving the battery charger. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a charging problem of the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included a missed dose. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.